Event description:
It was reported that tip got separated from the exit port. The 90% stenosed target lesion area was located in a mildly tortuous and mildly calcified blood vessel. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During preparation, the protective cover at the tip of the balloon was tight and when pulled with force, it was noted that the tip became separated from the exit port. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that tip got separated from the exit port. The 90% stenosed target lesion area was located in a mildly tortuous and mildly calcified blood vessel. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During preparation, the protective cover at the tip of the balloon was tight and when pulled with force, it was noted that the tip became separated from the exit port. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned with the balloon protector in place on the device. The investigator fully removed the protector without issue. A visual examination identified that the balloon was not subjected to positive pressure. The balloon material and blades of the device were visually and microscopically examined and no issues were noted that may have potentially contributed to the complaint incident. All blades were fully bonded to the balloon material. A visual and tactile examination found the shaft polymer extrusion to be completely detached at the guidewire port. This type of damage is consistent with excessive tensile force being applied to the device. A visual and tactile examination found the hypotube to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. The device was received with the balloon protector in place on the device. The investigator was unable to apply a vacuum to the device as per preparation instructions indicated in spcb IFU due to a shaft break. For investigation purposes the investigator removed the balloon protector with a little resistance experienced as negative pressure could not be applied to the device. The balloon protectors inner diameter was verified at 0.0435 inch using a calibrated pin gauge. This is within the specified range of 0.0420 inches to 0.0435 inches. A visual and microscopic investigation identified no damage or any issues with the markerbands of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.